Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) kit was opened, and the md found that the 50cc syringe was broken at the tip. The md inserted the sheath via the patient's right femoral artery. After inserting the iab, the md could not aspire from the central lumen. As a result, the iab was removed from the patient. The md requested another iab-06840-u for insertion. There was no reported patient death or injury. Medical / surgical intervention was not required. There was a reported delay in intra-aortic balloon pump (iabp) therapy. Additional information received on (B)(4) 2012, stated that the iab was prepped per instruction. It is unknown if the patient had tortuous vessels. The iab and sheath were removed as one unit. Reference MDR #1219856-2012-00238 for the second event involving the same patient.